Event description:
During routine interrogation of the ICD it was noted that there was a significant amount of noise sensed on the sprint fidelis ICD lead. The lead was explanted and the patient did well.